Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
The customer reported alarm led failed. The unit was in clinical use, however, there was no patient harm.

Manufacturer narrative:
G4:20nov2020. B4:21dec2020 . The sales representative (sr) confirmed the reported alarm and replaced the unit with another model. The field service engineer (fse) also observed the report failure through diagnostic error report (drpt). The field service engineer (fse) replaced the power switch overlay to resolve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:18feb2021. H11:g5:k102985. H10:the power switch overlay was returned to the manufacturer for failure investigation (fi) analysis. The broken trace on the alarm (red) led caused the led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.